Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence the patients' attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received the patient has experienced recurrence.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, pre-op diagnosis: anatomic urinary stress incontinence. Procedure: tension-free suburethral sling by transobturator approach. Cystoscopy. The patient experienced urinary frequency, urgency, urge urinary incontinence, nocturia, vulva pain, incontinence, overactive bladder, grade 3 rectocele, urinary retention, bladder neck dysfunction, intravesicular collagen injections x2, chronic constipation, and mesh erosion/exposure.